Event description:
It was reported that dissection occurred. The patient was enrolled in the eminent clinical study. On (B)(6) 2018 the patient underwent treatment with a 6x120x75 innova stent without pre-dilation being performed. The target lesion had a 5mm reference vessel diameter proximally and distally and a total length of 100mm. It was located in the left distal superficial femoral artery (sfa). The lesion was 100% occluded and crossed through the true lumen. During the procedure, a dissection of the target sfa occurred. It was treated with stent placement. Post-dilation was done using a balloon and the residual stenosis was 0%. No thrombus was noted in the treated vessel at the conclusion of the procedure. The event was assessed as resolved on (B)(6) 2018.